Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not inflating properly. A surgical procedure was performed, during which no holes or air leaks were detected, and the pump was confirmed to be functioning without collapse. The reservoir was retained and reused, while all other components were replaced. No patient complications were reported.